Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older. Device evaluated by MFR.: promus element, mr, ous 2.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts slightly lifted from the 8th most proximal stent strut row. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in calcified distal end of the left circumflex coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in calcified distal end of the left circumflex coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.